Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was the reported customer experienced elevated blood glucose (bg) levels (299 mg/dl). Reportedly, the contact needed assistance turning the carbohydrate feature on. Tandem technical support guided the contact through turning the carbohydrate feature on. A bolus was delivered to address elevated bg levels.